Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue was resolved by adjusting the tube tilt alignment. The cause of the reported issue was the tube was out of tilt alignment.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000496, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that tube alignment and rad gain calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when using 40 field of view (fov), an artifact occurred in the spinal canal. It looked like a laser beam was going through it. There was no patient present when this issue was identified.